Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). Additional info: e1 (event site postal code: 00124, event site state: rm, event site telephone: (B)(6)) due to character restrictions in block e1: (initial reporter: (B)(6)). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse stated that no problem was found, and no leaks were detected. The fse performed all functional and safety checks to meet factory specifications. The unit passed all functional and safety tests per factory specifications. And operational tests were carried out with positive results. The equipment was returned to the customer for clinical use. The failure did not damage operators or patients.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). Due to character restrictions in block e1 event site telephone :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the system98 intra-aortic balloon pump (iabp) unit showed empty cylinder at ignition. There was no patient involvement.